Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42527000505, persona tibial articular surface provisional right size ef, lot # 62544357 catalog #: 42517000505, persona tibial articular surface provisional right size ef, lot # 63245180. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05165 and 05170.

Event description:
It was reported that during an initial knee procedure the product broke in half or chipped. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a tibial articular surface provisional was returned and evaluated. Visual inspection of the returned tasp found signs of repeated use and a fracture on the left condyle. Gouge marks and dents were noted which is indicative of repeated use. . DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends